Event description:
(B)(4) distributor opened on behalf of (B)(6) that during a procedure, whilst using a version control stem inserter, the inner mechanism of the inserter remained secured to the implant. The surgeon was using the inserter to place a 167mm bowel plasma stem in the femoral canal and reported that having placed the stem in the canal the surgeon went to disengage the instrument from the implant by turning the hand knob anticlockwise. The hand knob was then jammed on disengaging the inserter and the inner mechanism of the inserter remained secured to the implant. The inner mechanism of the inserter was then removed with a cannulated t handle with no adverse consequences to the pt.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.